Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Interrogation of the device demonstrated that the device had reached elective replacement indicator (eri). Two manual capacitor forms (mcf) were performed, and the device recovered to middle of life 2 (mol2). Given the nonspecificity of multiple mcfs on battery status, a guidant technical services consultant recommended replacement. The physician stated dissatisfaction over the longevity of the device, as the ICD has been in service for approximately 4 years. No patient symptoms have been reported.